Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. It was stated that the customer also had an infection. No blood glucose reading was reported for the event. The customer mentioned that she had seven menstrual cycles since thanksgiving and her blood glucose levels normally rise during her cycle. The customer stated she was also hospitalized one month prior. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. However, the insulin pump was replaced because the screen was scratched.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.